Manufacturer narrative:
The manufacturer was unable to duplicate the reported problem. The ventilator passed an extended test run using the customer¿s ventilator settings. During the ltv final test, the ventilator had slight non-conformances with the o2 leak test and the flow and o2 blending tests. These slight non-conformances would not result in a failure to ventilate properly. Internal inspection did not reveal any anomalies with the ventilator. A review of the event trace did not reveal any entries which indicate the ventilator shutdown or reset unexpectedly on the reported date of july 25, 2015. All operational periods ended properly with a 3 second on/standby button press as indicated by ¿vent 0¿ entries. All other event trace entries are consistent with normal ventilator operation.

Event description:
It was reported that after the first 45 minutes to an hour during air transport, the ventilator alarmed and would not ventilate the patient. The patient was switched to another ventilator with no patient harm reported.